Event description:
It was reported that cgm generated repeated error 42 messages on pump, and caller experienced this issue three or more times despite following previously provided troubleshooting steps independently. There was no reported impact to the customer¿s blood glucose level. Customer agreed to continue using current pump as backup until replacement arrived, was instructed to place problematic pump in storage mode and return it with pre-paid label, and was advised to reenter pump settings and reconnect cgm on replacement pump, while technical support arranged shipment of in-warranty replacement pump and confirmed shipping details.